Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing high blood (bg) glucose levels (490 mg/dl). A bolus of insulin and insulin injections were used to address the bg level. During a system check with tandem customer technical support (cts), the customer reported an air bubble in the infusion set tubing. The customer removed the bubble by performing the fill tubing step. Reportedly, the customer had been using humalog insulin the cartridge for 3-4 days. Cts informed the customer of the labeled 48 hour usage of humalog in the cartridge. The customer acknowledged the information.